Event description:
It was reported that the seat of a shower chair cracked causing the leg to come loose. The user fell into the tub sustaining bruises due to the event. No additional information is available.